Event description:
In 2001, pt underwent placement of model aq-2003v intra-ocular lens in the right eye. The surgeon had the cartridge tip in the incision when the posterior capsule tore. Surgeon then performed an anterior vitrectomy and inserted another lens that tore on insertion. The surgeon enlarged the incision (5mm) to remove the lens, and pt developed a choroidal detachment of the eye from the sclera.